Manufacturer narrative:
The device was returned to intera and is currently undergoing evaluation. Once the evaluation is completed, a supplemental report will be filed. Blank information in the MDR form represents unknown information at the time of this report.

Event description:
It was reported by a healthcare provider that an intera 3000 hepatic artery infusion pump, implanted (B)(6) 2024, was not flowing. Per customer on (B)(6) 2024, it was reported that at the first refill visit (2 weeks post implant), 29 ml were in reservoir. It was reported that there was a normal pump study postop. On (B)(6) 2024, it was reported that the app tried to access the pump for a additional pump study. The tc9maa tracer ended up either in the pump chamber or below the pump pocket, indicating that they used the incorrect needle or missed the septum to access the pump. It was reported that the surgeon was going to try the procedure himself. On (B)(6) 2024, it was reported that the surgeon accessed the patient's pump and was successful showing flow. It was then reported that the surgeon planned to explant the device. Device was explanted on (B)(6) 2024.

Manufacturer narrative:
Ref mw5151558.

Event description:
It was reported by a healthcare provider that an intera 3000 hepatic artery infusion pump, implanted (B)(6) 2024, was not flowing. Per customer on (B)(6) 2024, it was reported that at the first refill visit (2 weeks post implant), 29 ml were in reservoir. It was reported that there was a normal pump study postop. On (B)(6) 2024, it was reported that the app tried to access the pump for a additional pump study. The (B)(6) tracer ended up either in the pump chamber or below the pump pocket, indicating that they used the incorrect needle or missed the septum to access the pump. It was reported that the surgeon was going to try the procedure himself. On (B)(6) 2024, it was reported that the surgeon accessed the patient's pump and was successful showing flow. It was then reported that the surgeon planned to explant the device. Device was explanted on (B)(6) 2024.

Manufacturer narrative:
No flow was determined to be result of a filter defect, complaint was confirmed.

Event description:
It was reported by a healthcare provider that an intera 3000 hepatic artery infusion pump, implanted (B)(6) 2024, was not flowing. Per customer on (B)(6) 2024, it was reported that at the first refill visit (2 weeks post implant), 29 ml were in reservoir. It was reported that there was a normal pump study postop. On (B)(6) 2024, it was reported that the app tried to access the pump for a additional pump study. The tc9maa tracer ended up either in the pump chamber or below the pump pocket, indicating that they used the incorrect needle or missed the septum to access the pump. It was reported that the surgeon was going to try the procedure himself. On (B)(6) 2024, it was reported that the surgeon accessed the patient's pump and was successful showing flow. It was then reported that the surgeon planned to explant the device. Device was explanted on (B)(6) 2024.